Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected missing segment during test. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked case and missing reservoir tube o-ring. The insulin pump was test and reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted during testing.

Event description:
The customer reported via phone call that the insulin pump had a crack and the o-ring was missing. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir would not lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.